Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016 under general anesthesia. According to the complainant, there was a red mark on the patient¿s leg post procedure. The red mark was caused by the tubing resting on top of the patient¿s leg that was covered in drape during procedure. It should be noted that the genesys directions for use (dfu) states not to ¿place the procedure sheath tubing over the patient¿s leg or in contact with any part of the user¿s or patient¿s anatomy.¿ no treatment was required. An additional attempt has been made to obtain follow up event details with no response from the clinician.